Event description:
The distributor reported the following event on behalf of the user facility: a bone hook was being used in a knee replacement. Tip of the bone hook snapped off when lifting the femur to the back of the tibia. The piece was retrieved from the knee and disposed of after surgery. Additional information concerning patient status and the circumstances of the event was requested from the distributor.